Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-02003. It was reported that the patient experienced ineffective stimulation due to high impedances. As a result, the patient underwent surgical intervention to have their leads replaced. Patient has effective therapy post op. Note: the patient has multiple leads implanted for off-label use.